Event description:
Customer reports that he obtained results of 67 mg/dl and 237 mg/dl on the same device within minutes. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.